Manufacturer narrative:
(B)(4).

Event description:
It was reported that "before using, doctor check the applier and found the jaw are not even". No patient involvement.

Event description:
It was reported that "before using, doctor check the applier and found the jaw are not even". No patient involvement.

Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective medical device was produced at the tecomet, inc. Kenosha wi facility as part of a combined 50 pc. Lot in march of 2018. It was found that this order was made from the correct materials and components, and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet, inc. Kenosha's manufacturing processes. The device was not returned for evaluation so no investigation of the complaint could be completed. All instruments should be inspected for damage prior to each use. Any instruments that show signs of damage or degradation should not be used. End of life for surgical instruments is normally determined by wear and damage due to the intended use or misuse. Even with proper handling, correct care, and maintenance; reusable instruments should not be expected to last indefinitely and should be replaced at any sign of wear and/or damage. Based on this investigation, we feel that the failure is unrelated to the manufacturing and/or processing steps that occurred at tecomet kenosha." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.